Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. (B)(4). Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that part mfg date: 05/29/2015, part exp. Date: n/a (for s part numbers), part number 242.106 lot number 9819023, 4.5mm lcp® proximal femur plate 6 holes/211mm-left DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal femur plates was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Comments: the complaint determined to be not confirmed based on the DHR review only. No device was returned for dimensional inspection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was brought to the operating room on (B)(6) 2015 to revise a plate/screw construct that was originally implanted roughly two weeks prior to (B)(6) 2015 (the hospital was unaware of the original date of surgery as it occurred at a different facility). The revision was due to malunion/loss of reduction (the comminuted fracture fell apart). The synthes hardware was intact; however, it looked like the osteopenic nature of the patient's bones caused the need for revision surgery. The plate and screws were removed, the fracture was reduced, and a trochanteric fixation nail (tfn) was placed (concomitant device 1.7mm cable). The surgery was successfully completed with no surgical delay. This report is 1 of 5 for (B)(4).